Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unknown product performance issue. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead and no further actions were taken. This observation no longer meets the definition of malfunction as the lead was attempted due to placement difficulty. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch due to unable to get correct position. This brady lead was replaced with the same model and never in service. No adverse patient effects were reported.